Event description:
It was reported by repair work order that the patient-left foot section latch arm was broken resulting in the foot section not locking in place correctly. No adverse consequences or clinically relevant delay in treatment was reported.